Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. The landing zone was sized to be 19mm via transesophageal echocardiogram. The device was implanted without issues. No pericardial effusion was noted at baseline. Three days later, the patient presented to a different facility and had a surgical pericardial window. The patient died of intestinal ischemia and sepsis. No further information has been provided.

Manufacturer narrative:
An event of pericardial effusion, intestinal ischemia, sepsis and patient death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The presumed pericardial effusion is most likely related to the device and implant procedure, and is a known potential anticipated adverse event with an incidence of 1 to 2%. Additional information from the field indicated that post-implant the patient continued taking their eliquis although this was not included in the post-implant discharge medications. Eliquis (generic name apixaban) is a direct oral anti-coagulant (doac) and as indicated in the amulet instructions for use (IFU) is associated with an increased risk for developing a pericardial effusion. The cause of death was likely due to ischemic bowel with sepsis. However, based on the information received, the root cause of the ischemic bowel with sepsis could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Subsequent to the previously filed report, additional information was received: the patient's condition was reported as unremarkable prior to implant. The status of the amulet occluder was unknown at the time the patient passed away. No additional information was provided.